Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing and inappropriate automatic mode switch on the atrial (ra) lead. The physician elected to explant the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were oversensing noise, and ¿inhibition and inappropriate ams¿. The reported event of oversensing noise was not confirmed. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.